Event description:
A report was received that the patient was experiencing pain at the ipg site. It was also reported that the pocket site was shallow. The patient will undergo a pocket revision procedure.

Manufacturer narrative:
Additional information was received that the patient lost a lot of weight and the physician could not find a spot that he would be comfortable replacing the battery where patient would not get additional pain. The physician and patient decided to cancel the surgery.

Event description:
A report was received that the patient was experiencing pain at the ipg site. It was also reported that the pocket site was shallow. The patient will undergo a pocket revision procedure.